Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter: when the package was opened prior to use on patient a nurse confirmed the misalignment of the jaw.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)